Manufacturer narrative:
The device has been rec'd by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. (B)(4).

Event description:
A report was rec'd from the USA stating that the device will not run. It is known that the device was being used during surgery. It is known that there was no user or patient injury. The date of the event is unknown. No add'l info available.